Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient's skin over this implantable cardioverter defibrillator (ICD) was thinning. A revision was performed to revise the pocket and move to a subpectoral location. A pouch was then added around the device. The device remains in service. No additional adverse patient effects were reported.